Manufacturer narrative:
The device was returned to olympus for evaluation and inspection and the customer's allegation was confirmed. In addition, multiple deep dents on the insertion tube were found, bending manipulation and insertion tube defects, deterioration/damage of adhesive, physical stress, bending section cover has a pinhole and the glue has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope had a black image, video image all dark during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the dark/black image was narrowed to one of the following: the obstructed movement of charge-coupled device-cable in bending section due to dented insertion section led to distortion of the cable. Sheath of the cable was broken by manipulating the device while the cable was distorted. The device was further manipulated under wire of the cable exposed condition which caused damage to the core wire. Olympus will continue to monitor field performance for this device.